Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt and pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient experienced deep vein thrombosis and pulmonary embolism. Furthermore, the filter tilted and embedded the ivc. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine months post filter deployment patient presented with chest pain. CT revealed partially occlusive pe at the bifurcation of the left main pulmonary artery. Approximately seven months later, ivc filter with its tip at the l2 level. Approximately 80% occlusion of the left main pulmonary artery was seen. Approximately three months later, CT revealed decreased size of large saddle embolus. An abdomen 2 views showed the ivc filter is in place with the upper end of the filter overlying the l3 vertebral body on the upright abdominal radiograph. The lower end of the filter overlies the l4-l5 interspace. Approximately one year later, CT revealed filter tilted to the left with its cone lying on the left lateral wall of the ivc possibly embedded within it. Therefore, the investigation is confirmed for filter tilt and filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient experienced deep vein thrombosis and pulmonary embolism. Furthermore, the filter tilted and embedded the ivc. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine months post filter deployment patient presented with chest pain. CT revealed partially occlusive pe at the bifurcation of the left main pulmonary artery. Approximately seven months later, ivc filter with its tip at the l2 level. Approximately 80% occlusion of the left main pulmonary artery was seen. Approximately three months later, CT revealed decreased size of large saddle embolus. An abdomen 2 views showed the ivc filter is in place with the upper end of the filter overlying the l3 vertebral body on the upright abdominal radiograph. The lower end of the filter overlies the l4-l5 interspace. Approximately one year later, CT revealed filter tilted to the left with its cone lying on the left lateral wall of the ivc possibly embedded within it. Therefore, the investigation is confirmed for filter tilt and unintended movement. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient experienced deep vein thrombosis and pulmonary embolism. Furthermore, the filter tilted and embedded the ivc. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.